Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Tandem technical support assisted the customer with resetting the pump. Customer declined further trouble shooting or follow up.